Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) had been powered off for more than a week. They were unsure if it was in patient use before it went down. The cns was displaying hdd port 2 error with a 42 code. Technical support (ts) instructed the bme to reboot the cns and later power down and restart the cns, kvm receiver, and sender in sequence, but the issue persisted. Ts then had the bme connect a display directly to the cns tower, which allowed the application to load. After advising the bme to verify all kvm connections, the bme requested to send the cns in for repair. No patient harm was reported. Investigation summary: repair center duplicated the error and identified corrupted software/degraded hdds. Both hdds were replaced and reimaged, system initialized, and full functional testing including 48-hour extended testing was completed with no further issues. Root cause: degraded/corrupted hdds. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: keyboard/video/mouse (kvm). Model #: gem-ex. Serial #: ni. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) had been powered off for more than a week. They were unsure if it was in patient use before it went down. The cns was displaying hdd port 2 error with a 42 code. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) had been powered off for more than a week. They were unsure if it was in patient use before it went down. The cns was displaying hdd port 2 error with a 42 code. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) had been powered off for more than a week. They were unsure if it was in patient use before it went down. The cns was displaying hdd port 2 error with a 42 code. Technical support (ts) instructed the bme to reboot the cns and later power down and restart the cns, kvm receiver, and sender in sequence, but the issue persisted. Ts then had the bme connect a display directly to the cns tower, which allowed the application to load. After advising the bme to verify all kvm connections, the bme requested to send the cns in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: keyboard/video/mouse (kvm). Model #: gem-ex. Serial #: ni. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na.